Manufacturer narrative:
The investigation into the purge sidearm leak has been completed. The device was not returned for evaluation. However, the clinical information was sufficient in determining the root cause, given the results of prior failure investigations. It was concluded that the cause of the purge leak was sidearm yellow luer damage due to sodium bicarbonate use. The failure modes will be monitored and trended. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 57 year-old male in heart failure/cardiogenic shock was implanted with an impella 5.5 device for mechanical circulatory support. It was reported that there was a red alarm for purge system open and there was a leak at the junction of the yellow connectors. A purge bypass was performed. Bicarbonate was being used in the purge. There was no patient harm reported.